Event description:
The pt reported that she had previously been admitted to a&e for blood glucose over 30 mmol/l (541 mg/dl). She thinks it was due to lumps under the skin when the pod was worn on buttocks.

Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any malfunction or other product condition could have contributed tot he pt's hyperglycemia and hospitalization. No product lot number was reported; therefore, no review of qualification records was performed. See scanned page.